Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid - urethral sling system device was implanted into the patient during a transvaginal tape urethropexy procedure performed on (B)(6) 2009 to treat stress urinary incontinence. During the operation, it was noted that the patient had abdominal scar from a previous procedure for fat reduction in the abdominal wall. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.